Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 145mg/dl. Troubleshooting was performed. Assisted the customer to run the displacement test and the test failed. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump passed displacement test, rewind and basic occlusion test. The insulin pump was received with motor error alarm during bolus delivery loop. Motor was tested outside the device and passed. Motor may have had an intermittent failure no detected during our testing. Unable to confirm error alarm due to several alarms noted in alarm history. The insulin pump was received with a corrupted history file.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.